Event description:
Information received from the field does not address the patient's clinical status but notes that several attempts to interrogate the device with different programmers were unsuccessful. The magnet rate was at beginning of life (bol).